Event description:
It was reported that the customer's sensor glucose readings were not very accurate. It was also stated that the sensors have broken off underneath the customer's skin at times. The customer felt that the training he received was not very good. Advised the customer that an email would be sent to the local representative. It was also stated that the customer would be visiting his nurse once he returned from vacation. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.